Event description:
It was reported that a spectrum pump turned off during heparin therapy at the surgical intensive care unit. Upon doing safety checks at beginning of shift, the registered nurse discovered heparin pump was turned completely off and not running. "Hep10a was 0.04" on a patient who was on the heparin drip for a known deep vein thrombosis (dvt). Heparin was restarted at dosage it was ordered for, and another "hep10a" was ordered per protocol. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.